Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Additional information notes ventricular lead continues to have high thresholds. The lead was explanted and replaced.

Event description:
It was reported that the left ventricular lead exhibited high thresholds in all three pacing configurations.